Manufacturer narrative:
H.6. Investigation summary: bd received 1 photograph from the customer in support of this complaint. Evaluation of the attached photograph shows 2 tubes with varying cap colors. Visual evaluation of the 100 retained samples did not find variation. Bd was able to confirm the customer¿s indicated failure mode with the photograph provided. Bd was not able to identify the exact root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, it was noticed that the stopper is a different shade of red. No patient impact reported. The following information was provided by the initial reporter: "when the tube goes in the preanalytical instrument of roche, the instrument can't read the tube because of the color of the cap, it doesn't recognize the color because it is not the same red as usual. We installed a new pre-analytical chain recently. This identifies the tubes according to their color. For several days, we had problems with this pre-analytical chain. We realized today that the color of the red tube has slightly changed (darker) but we had not received information on this probable change. Would you have had a notice from the firm informing you of this change? (Tube with different batch and expiration date february 2025)."